Event description:
Rn entered room to check bipap settings. Rn tried to verify alarm settings the parameters of the alarms started flashing and the numbers were jumping around haphazardly. I exchanged the bipap with another one and reestablished settings as previously set on the original unit.